Event description:
It was reported, following an MRI, the device was observed to be in back up mode. It was noted the device had not been programmed into MRI mode prior to the patient undergoing the MRI. Technical support was contacted and performed reprogramming to resolve the event. The patient was stable.